Event description:
It was reported that during a procedure, the unit did not function as intended. Further, another unit was used and no adverse consequences were reported by the user.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.